Manufacturer narrative:
Product analysis: no product returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, during vascular closure with a non-medtronic closure device, angiography showed a leak from the puncture site and a dissection was revealed. The cause of the dissection was not reported. A stent was placed in the left femoral artery to treat the dissection. There were no insertion difficulties noted during the procedure. The patient anatomy was reported to have mild tortuosity and mild calcification. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.